Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was inspected, and the fan checked, and all functions were normal. The lamp had sufficient thermal grease present. However, the front panel mouth was damaged, the air pump was creating a noise at high settings, and the worn socket slider switch was causing intermittent use of high intensity mode. These components will require replacing. It is also recommended that the lamp be replaced as it was providing an reading of 429 hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source¿s fan was making a loud noise during an unspecified procedure. According to the initial reporter, this issue did not prevent the staff from the completed the procedure at hand without any patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide the following: - clarified the event description that was reported in the initial medwatch report; see b5. - added serial number for the subject device that was inadvertently left out of the initial MDR; see d4. The investigation is ongoing; however, it was found that the reported loud noise was coming from the air pump, and not the fan. Once the investigation has been completed, this report will be supplemented accordingly.

Event description:
A nurse at the user facility reported that during an unspecified procedure, the fan of the subject device was making a loud noise. The equipment did not prevent the procedure from being completed, and the patient was not affected by the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿fan in the back of the unit is making loud noise¿ was not confirmed. It was confirmed, however, that the air pump was noisy. Thus, it was likely that the customer mistakenly thought that the fan in the back was loud. No further information was available to identify the root cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.